Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. The cannula was not visible when the pod was removed.

Manufacturer narrative:
The device was received not deployed. The download data showed that a rotational sensor malfunction occurred, leading to first prime ending earlier than expected and the firing flat not being properly lined up by the end of second prime. A rotational sensor malfunction was replicated during the rerun. Contamination was observed on the commutator cap. This contamination can be confirmed for the rotational sensor malfunction, resulting in the device not deploying.